Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle stick. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® urine collection cups the nurse push her finger through the yellow label of the urine cup and sticking her finger. Employee sent to employee health any testing or intervention has not yet been reported. This is the 2nd of 2 events. The following information was provided by the initial reporter. The customer stated: customer problem: the nurse manager and clinical educator did train all clinical teams, however it seems that an emergency dept nurse felt the need to push her finger through the yellow label of the urine cup and sticking her finger.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine collection cups the nurse push her finger through the yellow label of the urine cup and sticking her finger. Employee sent to employee health any testing or intervention has not yet been reported. This is the 2nd of 2 events. The following information was provided by the initial reporter. The customer stated: customer problem: the nurse manager and clinical educator did train all clinical teams, however it seems that an emergency dept nurse felt the need to push her finger through the yellow label of the urine cup and sticking her finger.